Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der stated that the patient experienced an adverse event of left knee patellar loosening, heterotopic bone formation in the quadriceps tendon. It was also indicated that the event does not meet the definition of serious and is considered severe. The event is definitely related to device and definitely not related to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report and it also relates to implant loosening. Total for lot number: 2 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95, by product family: 192 (66x smartset ghv, 126x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.